Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) was unable to reproduce the reported issue. The fse inspected and tested the surgeon side console (ssc) power button assembly and ssc power lead, and no faults were found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the additional isi field service engineer (fse) investigation has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) would shutdown on its own occasionally. The procedure was converted to traditional laparoscopic surgery with a delay of 15 minutes. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no increase in port size or addition of ports. Patient did tolerate the change.